Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse replaced the graphical user interface (gui) and backlight inverter printed circuit boards (pcb's). The software was upgraded to the current revision level. The ventilator passed all calibration, extended self-test, short self-test, electrical safety test and performance verification test (pvt).

Event description:
The customer reported that the 840 ventilator graphical user interface (gui) was inoperable. There was no pt connected to the device when the malfunction occurred.